Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient "always" experienced abdominal inflammation (not further specified). The cause of event was not reported. On an unreported date, the patient was hospitalized for the event. Pd therapy was ongoing during the hospitalization. Treatment was not reported. On an unreported date, the issue was resolved and the patient was recovered. At the time of this report, dianeal therapies were ongoing. No additional information is available.